Manufacturer narrative:
The suspected main pedal will be returned to dorc for investigation. Dorc has replaced the suspected main pedal at the hospital. The patient has still the retinal detachment, because the surgery could not be finished. At this time there is no further update on this patient. There is no update on the evaluation in process. Once any new information is received, a supplemental report will be filed.

Event description:
During a retinal detachment emergency surgery, the main pedal gave no response. The users tried to fix the main pedal, but got no response. They had to close the eye and reschedule another surgery. (B)(6) is at the hospital, the main pedal will be returned to dorc for investigation. The patient has still the retinal detachment, because the surgery could not be finished.

Manufacturer narrative:
Investigation of the suspected main pedal at dorc international could not reproduce the customer complaint. The main pedal has been sent to the supplier (B)(4). The test results of (B)(4) are : the main pedal is full functioning with the back up cable; the main pedal is full functioning in wireless mode; the battery ejection belt of the main pedal has kinks at the level of the battery contacts. The ejection tape may have been between the contacts of the battery and the battery compartment at the customer. It is also possible that at the customer the between contacts of the battery and the battery compartment at the customer. It is also possible that at the customer the battery was not correctly placed in the battery compartment and therefore had no optimal contact with the battery contacts. The main pedal will be returned from (B)(4) to dorc for a deeper investigation. Dorc has replaced the suspected main pedal at the hospital. No further corrective/preventative actions.

Manufacturer narrative:
Investigation of the suspected main pedal at dorc international could not reproduce the customer complaint. The main pedal has been sent to the supplier (B)(4). The test results of (B)(4) are: the main pedal is full functioning with the backup cable; the main pedal is full functioning in wireless mode; the battery ejection belt of the main pedal has kinks at the level of the battery contacts. The ejection tape may have been between the contacts of the battery and the battery compartment at the customer. It is also possible that at the customer the battery was not correctly placed in the battery compartment and therefore had no optimal contact with the battery contacts. The main pedal will be returned from (B)(4) to dorc for a deeper investigation. Dorc has replaced the suspected main pedal at the hospital. No further corrective/preventive actions. The investigation results have been received from our foot pedal supplier: (B)(4). The pedal was mechanically damaged: (B)(4) stated that this could not be the cause of any wireless connection problem. The pedal was tested on functionality in several occasions and the pedal could be connected to eva in all cases. Thus, it was not possible for the functionality stop working during use in any cases. The only issue that could be found was the fact that the pedal had difficulty getting the wireless connection to work when it paired for the first time with the eva machine. However, the wireless function could be restored by connecting and disconnecting the cable at a second time in all cases. In summary, since all the testing on functionality of the foot pedal could be restored and did not fail in any cases during use, we must state that the root cause of the problem cannot be found. The final result is inconclusive. This complaint has now been closed.

Event description:
During a retinal detachment emergency surgery, the main pedal gave no response. The users tried to fix the main pedal, but got no response. They had to close the eye and reschedule another surgery. The patient's retinal detachment was cured after a rescheduled surgery.